Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6.

Event description:
Healthcare professional reported no information. Later healthcare professional reported "asymmetry, firmness, irregularity in the lower pole of the breast, different shapes between both sides" and "baker grade - 4" this record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported no information. Later healthcare professional reported "asymmetry, firmness, irregularity in the lower pole of the breast, different shapes between both sides" and "baker grade - 4" this record is for the right side. Device remains implanted.